Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported they experienced a low blood glucose reading of 43 mg/dl. The customer stated she treated her low blood glucose reading with food and then blood glucose level went high. Troubleshoot was not completed for low blood glucose or high blood glucose level because the customer was upset at being on the phone for a long period of time. The device was returned for analysis.